Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms. No moisture found on electronic or motor assembly. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer also stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.